Manufacturer narrative:
This is a supplemental report to provide additional information. Leakage from air/water channel was confirmed from the inspection result by local service department, which might have contributed the reported event. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. There was a possibility that the cleaning of the device was insufficient due to the pinhole of the channel.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.